Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) from c5-c7 with plate and screws. Post-op, locking mechanism on the implanted plate failed to prevent a screw from backing through it slightly. No additional surgery was performed as a result of this event yet. No patient symptoms or complications were reported as a result of this event.